Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a vtbi of 40 ml for a 60 min run time. The delivered amount was 41.241 and the error percentage was at 3.1025%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The event history log was reviewed for the reported event date provided.  The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump flow rate does not pass (deliver at a higher rate or volume than programmed) occurred upon device power up. There was no patient involvement. No additional information is available.